Manufacturer narrative:
Event date updated to 22mar2023.

Manufacturer narrative:
Upon completion of the part analysis by the manufacturer, it was concluded the damage is consistent with user error.

Manufacturer narrative:
Updated the evaluation method code to reflect the log review performed by schiller.

Event description:
It was reported to philips that tempus ls-manual will not charge the battery.